Event description:
It was reported that the customer received a button error alarm on her insulin pump, after the customer went into a creek while wearing the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no esc and act button response due to corroded keypad traces. No button error alarm noted during testing. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. No moisture damage inside the device noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.